Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a tibia knee implant as columbus. When the implant was unpacked, the surgeon found residues of soft foam on the implant. There was no patient harm. The implant was unpacked before the surgery has been begun. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
General information we received a complaint about one nn079z -> as columbus cr/ps. The complained device/sterile packaging is available for investigation consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: the components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". There are white residues on the on the surface of the implant. The white foam of the packaging shows massive material abrasion. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause is mot probably packaging/transport related. Rationale: it can be assumed that the visible residues on the surface of the implant resulting from contact between the implant and the pe packing component/foam inlay primary sterile packaging. On the basis of the manufacturing date (2013) most probably the complained device is part from a loan service. We assume that the higher incidence of abrasion and damage of the inner sterile packaging and foam inlay is caused by a high level of workload due to several delivery processes or unusual strong shaking movements. Corrective action: CAPA was opened.